Event description:
It was reported that during a dual chamber device implant procedure, rv lead was unable to be implanted due to patient¿s anatomy. Physician attempted to implant a new rv lead which was placed however the rv lead became dislodged during implant of the atrial lead. The lead did have good sensing, pacing and impedance values. Physician removed the rv lead which was then unable to retract and tissue was stuck in the helix. Physician then downgrade the system to a single chamber device and implanted a new rv lead. Patient had no adverse consequences during the procedure and was stable post procedure.